Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The report states that the patient experienced a significant difference of 4 to 5 mmol/l which resulted in overtreating with insulin. Due to the inaccuracy the patient was reported to have been in a hypoglycemic coma. At an unknown point during the event the cgm was reading 10.4 mmol/l and the blood glucose reading was 5.1 mmol/l. There was no information regarding treatment, or duration of stay in the hospital and further follow up with the reporter were unsuccessful. It was stated that 10 days after the event date the patient had an MRI, but it could not be confirmed if this was related to the hypoglycemic event. At the time of the report, the patient had returned to their residence home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.